Event description:
It was reported that a (B)(6) caucasian female patient breast augmentation revision surgery with two 375cc mentor smooth round moderate profile saline breast implants experienced bilateral capsular contracture baker grade iii and left sided deflation post procedure. As a result, patient had an explantation on (B)(6) 2022. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade iii. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 24, 2022, mentor became aware that patient was replaced with two 695cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).